Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) pacing lead experienced diaphragmatic stimulation one day post implant. The lead was observed to have dislodged. A revision procedure was performed. The lead was explanted and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.